Event description:
Pt reported being hospitalized, in 2005, for treatment of high blood glucose (> 800 mg/dl, ujpon admission). Pt indicated that, one day ago, their blood glucose measured ~ 400 mg/dl. They attempted to self-treat by delivering 5 additional units of insulin, every few hours; however, their blood glucose continued to increase. The following by; pt was admitted to the hospital, where they were treated with i.v. Fluids and given shots (contents not provided). At the time of the rpeort, pt was still in the hosp.